Manufacturer narrative:
The insulin pump was received with a pump error 38 alarm during rewind due to corroded motor home switch. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, and occlusion test due to pump error 38 alarms. (B)(4).

Event description:
Information received by medtronic indicated that insulin pump had error within a week. Customer stated that they were able to clear and were able to rewind the insulin pump. Customer stated that insulin pump was not exposed to a high magnetic field. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.